Manufacturer narrative:
Event: additional information. No further information was provided.

Event description:
Additional information received on 30sep2019 reported that the patient¿s regimen switched to bactrim the past 2 weeks however, continued to have a beige looking drainage from the driveline site, with abdominal wall tenderness overlying the driveline tunnel. The patient was admitted on (B)(6) 2019 and started on cefepime and vancomycin. The patient underwent a driveline debridement and relocation on (B)(6) 2019. Wound and or cultures both positive for serratia marcescens. On (B)(6) 2019, the patient was discharged on oral cipro for 6 weeks and a wound vacuum.

Manufacturer narrative:
Approximate age of device- 1 year and 11 months. The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient reported concerns regarding drainage from the driveline exit site with a start date of (B)(6) 2019. The patient has sent pictures to clinic for consideration; however, unable to determine the amount of drainage from images sent. The patient was started on clindamycin 450 mg two times a day for 14 days and was sent to the lab for wound swab. The cultures returned positive for serratia marcescens and the patient regimen switched to bactrim. No further information was provided.